Manufacturer narrative:
Please see MFR # 3012307300-2018-02307 for previous device incident.

Event description:
Patient reported that her cadd legacy pump indicated there was more drug left in the medication cassette when it was in fact dry. No patient injury was associated with this incident.